Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6; h10. Visual examination of the returned products identified all of the screws show signs of use. The threads on the heads of the screws all show signs of damage. Some screws have damage to the threads on the body of the screw as well. Measured all the screws and the plate. The arms of the plate have been fractured and not all of the pieces were returned. Both screw holes at the distal end of the plate show signs of use and the threads are damaged. No measurements or function check were performed due to the damaged of the threads. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: comminuted fracture proximal ulnar metadiaphysis fixed with posterior plate and multiple screws shows dislodgment of distal screws and nonunion at visit 3. Bony sclerosis and periosteal reaction is noted at visit 3 which may be bony reaction to the unstable fracture. Operative notes were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing for part 856135012 and 856135014. A definitive root cause cannot be determined. Event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item# 856135014; lot# 67041075. Item# 851218000; lot# 66856145. Item# 851235018; lot# 65899007. Item# 851318601; lot# 66529483. Item# 856135018; lot# 65685762. Item# 856135018; lot# 65717503. Item# 856135020; lot# 65781536. Item# 856135020; lot# 66497435. Item# 856135020; lot# 66772085. G2: foreign - event occurred in japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision of the alps elbow plate and screws approximately four (4) months post-implantation after it was discovered that two distal screws had come loose and backed out. The affected area also showed signs of pigmentation. Patient's rehabilitation protocol indicated the pain is subsiding, while they are also undergoing muscle strengthening exercising and range of motion exercises. Attempts have been made and no further information has been provided.